Manufacturer narrative:
Additional mdrs associated with this article: 3025141-2019-00489: case 1, 3025141-2019-00490: case 2, 3025141-2019-00491: case 3, 3025141-2019-00492: case 4, 3025141-2019-00493: case 5, 3025141-2019-00494: case 6, 3025141-2019-00495: case 7, 3025141-2019-00496: case 8, 3025141-2019-00497: case 9, 3025141-2019-00499: case 11.

Event description:
Article: the polarus intramedullary nail for proximal humeral fractures outcome in 28 patients for 1 year; sosef, nico; stobbe, ilse; hogervorst, mike; mommers, lars; verbruggen, jan; van der elst, maarten; rhemrev, steven; acta orthopaedica 2007; 78 (3): 436-441. Case 10: patient experienced postoperative complex regional pain syndrome following implantation of a polarus nail, which resolved with drug therapy and targeted physical therapy.